Event description:
Meter was not powering on. There is no allegation of harm or serious injury. During troubleshooting, it was verified that patient was using the correct test strips. Patient was asked to press the power button, but the meter would not turn on. The batteries were checked to see if they were correctly installed. The last time the batteries were replaced was less than a year ago and the condition of the battery contacts was also good. The last time the patient was able to test on the meter was two days ago. Patient took the meter to the pahrmacy and the pharmacist tested the battery . Patient did not recieve any medical attention or treatment.replacement meter, test strips and control solution were sent to the patient.